Manufacturer narrative:
Reported event: an event regarding disassociation & wear(metallosis) involving a lfit v40 cocr head that was mated with an unknown meridian stem was reported. The event was confirmed only for disassociation based on medical review. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: confirmation: an event-dissociation of a femoral head form a stem can be confirmed. While there is some hint of trunnion wear on the x-ray this is hard to visualize and confirm. The revision event, metallosis, and trunnion wear cannot be confirmed without additional records. Root cause: the root cause of the event appeared to be trunnion wear and as a result head dissociation, but this could not be fully confirmed. The v40-trunnion interface would need to be examined through lot numbers and perhaps examination of the explants to confirm. Product history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there has been no other similar event for the lot referenced. Conclusions: the subject device has been identified to be within scope of an nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of this nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
It was reported that the patient's right hip was revised due to trunnionosis, trunnion wear, metallosis, and head dissociation. The stem, head, and liner were revised. Rep confirmed there are no allegations against the revised liner. Rep confirmed that he can provide pictures and that otherwise, no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported that the patient's right hip was revised due to trunnionosis, trunnion wear, metallosis, and head dissociation. The stem, head, and liner were revised. Rep confirmed there are no allegations against the revised liner. Rep confirmed that he can provide pictures and that otherwise, no further information will be released by the hospital or surgeon.